Manufacturer narrative:
The device was returned to olympus for evaluation. The unit failed inspection due to a loose locking lever on the scope video connector socket which caused no image with the 180-series scopes. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is being reviewed, and if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that no video image was observed. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The suspect device was not returned to olympus for evaluation and a definitive root cause could not be identified. Based on the available information, the investigation determined the likely cause of the reported event was wear of the video connector associated with long-term repeated use or due to user handling. As stated in the instructions for use, as a preventive measure: ·"push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." ·"push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards." ·"push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the "up" mark points upwards. " ·"when a visera endoscope, oes video converter, or camera head is used, disconnect the video connector of the videoscope cable from the video system center while holding the video system center with a hand so that it does not move and pushing the locking lever down." ·"when an evis series endoscope is used, disconnect the scope side connector of the videoscope cable and place it on the scope cable holder."